Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # n5380w. (B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with one ecr45w cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The picture provided was review during analysis. Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed the firing sequence the knife returned home automatically as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported by that during an appendectomy procedure, the doctor says when she initially closed down on the mesentery with a white load it did not seem like a tight close. She fired anyway and only 3/4 of the staple line formed correctly. The last 1/4 was not aligned. Another like device was used to complete the procedure. There were no adverse consequences for the patient.